Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. During visual inspection a damaged blood inlet connector was detected. Also a leakage at the de-airing membrane of the product was determined during a tightness test. Additional complaints will be opened in order to cover these failures. The reported failure "small leakage at the dialysis lock and valve" was confirmed during the tightness test as well. The leakage was such small that an image representation was not possible. The failure is known to the manufacturer and is thoroughly investigated under CAPA (B)(4). The investigation under CAPA (B)(4) identified that the failure is caused by tolerance interferences in current design. Maquet cardiopulmonary will implement corresponding action steps regarding the design and tolerance criteria of the dialysis port. Due to this no further action will be completed at this time. This complaint will be closed.

Event description:
(B)(4).

Event description:
According to the customer: "the customer detected blood leak around the blood outlet and then inspected the product. They identified blood was oozing through the dialysis lock/valve. The customer considered attaching an adoptor but decided not to do so and continued circulation monitoring the amount of leaking blood since they were afraid of bleeding triggered by removing the connector cap. The amount of leaked blood was very small. The customer assuming that the priming solution was leaking at first since the leaked blood seemed floating in the liquid. The procedure was completed without any negative effect to the patient." No adverse effects on the patient. Occurred during patient use. The product will be delivered to mcp. Ref.# (B)(4).

Manufacturer narrative:
The product was requested to return to the manufacturer for investigation. The product was not received yet. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510 (k): k082117.